Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9281257, medical device expiration date: 2024-10-31, device manufacture date: 2019-10-08, medical device lot #: 9344151, medical device expiration date: 2024-12-31, device manufacture date: 2019-12-10. Investigation summary customer returned (4) 4 mm, 32 g pen needles (1 open without the tear drop label, 3 sealed) from lot # 9344151. No samples from lot # 9281257 were returned by the customer. Customer states that there is no medication coming out of some pen needles. All returned pen needles were examined and the open sample exhibited a bent non patient end of the cannula, which could prevent insulin from flowing though the cannula properly. All sealed samples were tested and all were able to expel properly without any observed defects. A lot history review was carried out and no related non conformances were raised in association with these packaged lots concluding all inspections were performed as per the applicable operations and met qc specifications. Bd was able to duplicate or confirm the customer¿s indicated failure (bent non patient end of the cannula) root cause description: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen.

Event description:
It was reported that an unspecified number of hypodermic single lumen needles clogged during use. The following was reported by the initial reporter: "it was reported that there is no medication coming out of some pen needles. Verbatim: consumer reported no medication coming out of some of her pen needles from current box and previous box. Stated sometimes the medication comes out halfway and then stops. She then attaches a new needle and it works. Consumer primes before injections."